Event description:
It was reported on 11 march 2026 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip steerable guide catheter (tsgc) was unable to fit into stabilizer. Difficulty was encountered while removing stabilizer from tsgc. A replacement tsgc was used to complete the procedure. Two triclips were implanted to reduce the tr to grade 1+. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.